Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and there was no fragmentation of the insulation, and the internal conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument passed an electrical continuity test. The instrument had a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The instrument was found to have various scratches on the distal end of the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.04¿ (1.01mm) to 0.24¿ (6.10mm) in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire. The procedure was completed as planned with no reported injury and no known impact or patient consequence was reported.